Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ clinical report states the patient is experiencing patella clunk syndrome. Update rec'd (B)(4) 2011 - clinical report states that the patient underwent arthroscopy on (B)(4) 2010 to address patella clunk syndrome. Because there has now been surgical intervention, the MDR decision is being changed from MDR-no to MDR-yes.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. Patient x-rays were not available for review. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.